Manufacturer narrative:
The savvywire was discarded, and not returned to the manufacturer. No inspection was possible. Check of the device history records (DHR) of all lot numbers that were sent to this center in the past year showed that all was released per specifications. Without inspecting the wire, opsens is not able to fully investigate therefore no definitive root cause can be concluded in this report. If there is any further relevant information, a follow up report will be submitted to the FDA. The adverse event result of this incident is well mentioned in the savvywire instructions of use (IFU): adverse events that may result from the use of this device include, but are not limited to: access site or vessels complications, additional surgical procedure, allergic reactions, amputation, aneurysm, angina, arrhythmia, bleeding, cardiac or vessel perforation/dissection, coronary obstruction, death, embolism, fibrillation, foreign body/wire fracture, heart block, hematoma, hypotension/hypertension, infection, kidney injury/failure, myocardial infarction, need for permanent pacemaker, pericardial effusion, pneumothorax, stroke or other neurologic event, spasm, tamponade, thrombus, valve dysfunction or complications, valve malpositioning or embolization, vasospasm, vessel occlusion, wire entrapment/entanglement, x-ray radiation exposure complications.

Event description:
Event as described by opsens sales representative: patient was noted to have effusion post procedure requiring drainage for 24hrs. Patient was discharged.